Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vein. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient was in good condition.